Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and frozen on the home screen. Customer's blood glucose level was 110 mg/dl. Reportedly, pump was reset to resolve the issue and customer continued to use the pump for insulin therapy.